Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer complained that all the warning icons are displayed in the device readiness indicator. There was no pt use associated with the reported event. The reported symptom is indicative of a device that will not function.